Event description:
It was reported that a patient's deep brain stimulation ipg and lead extensions were explanted due to an infection. The patient was subsequently placed on antibiotics. The cause of the infection is not known but the patient had an infection the prior month and the belief is that infection returned. The explanted devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2022. Additional suspect medical device component involved in the event: product family: dbs-extension. Upn: m365nm3138550, model: nm-3138-55, serial: (B)(4). Batch: 7095546. Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(4). Batch: 7098315.